Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch incorrectly reported that the customer stated the subject device had a bad image quality; however, the customer did not complain of an image issue or any further issues with the device. The device evaluation confirmed the device was functioning as intended. Per the legal manufacturer, and since there was no malfunction, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, 4k autoclavable camera head had bad image quality. The issue was found during preparation for use. There were no reports of patient harm.